Event description:
It was reported that this recently implanted right atrial (ra) lead began exhibited loss of capture (loc) five days after implant. It was noted that lead measurements were within range. Six days later, this ra lead was explanted and replaced with a lead of the same model number. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted right atrial (ra) lead began exhibited loss of capture (loc) five days after implant. It was noted that lead measurements were within range. Six days later, this ra lead was explanted and replaced with a lead of the same model number. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead had exhibited high thresholds and loss of capture (loc) due to lead perforation. Fluroscoping imaging confirmed that the lead was slightly outside of the heart. The lead explanted and replaced. No additional adverse patient effects were reported. This ra lead is not expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.